Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patient underwent an explant procedure and the pocket was also cleaned out. All device components were removed and kept by the medical facility. The patient was placed on antibiotics and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6)